Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "pump randomly stopped delivering insulin." No further information was obtained as customer declined troubleshooting. There was no reported impact to blood glucose.